Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refw1358 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refw1358) have been reported from the same facility.

Event description:
It was reported "stylet had visible bend/kink near the end post insertion. This was not present prior to insertion. There were no issues advancing PICC during the insertion process. No harm but reported for potential harm."

Event description:
It was reported "stylet had visible bend/kink near the end post insertion. This was not present prior to insertion. There were no issues advancing PICC during the insertion process. No harm but reported for potential harm."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked stylet is confirmed but the exact cause remains unknown. One 3cg stylet t-lock assembly and one guidewire w/hoop were returned for evaluation. The product sticker label indicates lot: refw1358. A kink in the stylet tubing is present 2.6 cm from the distal end. No complete fractures on the stylet were noted. Microscopic observation of the kinked region revealed the stylet tubing to be stretched with partial break. The stylet tubing was cut distal to the damaged region in order to inspect the tubing wall thickness. The wall thickness was found to be within manufacturing specification. Based on the characteristics of the damage observed, possible contributing factors include advancement or retraction against resistance and damage during handling. Since a kink in the polyimide tubing was found to be present, the complaint is confirmed but the exact cause remains unknown.